Event description:
Patient was revised due to dislocation. The surgeon removed cup, head, and liner and replaced with stryker dual mobility. No surgical delay was reported. Doi: (B)(6) 2022; dor: (B)(6) 2022; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4).